Event description:
A customer contacted beckman coulter inc., (bec), and reported that synchron lxi 725 clinical system generated troponin (accutni) results above the acute myocardial infarction (ami) threshold for two (2) different patients. The results were not reported out of the lab. Repeat testing of the patient samples on a different instrument produced a lower result within the normal reference range for one patient and a lower result within the risk stratification range for the second patient. Patient results are provided in section. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples were serum. Qc was not performing within the customer's established limits at the time of the event. Qc specific details were not supplied. Per customer supplied data, a passing system check was performed within instrument specifications on (B)(6) 2011, in the morning. A field service engineer (fse) was dispatched for this event on (B)(6) 2011. The fse determined that the wash valve was failing and causing pump motion errors and found dried residue had covered the wash valve motor and home sensor. The fse also noted scratching on the wash valve sleeve, and replaced the wash valve manifold and assembly. The fse primed the instrument and confirmed there were no leaks occurring. The fse then performed a passing system check and a passing high sensitivity system check within instrument specifications, as well as passing qc within the customer's established limits. A definitive root cause for this event has not been determined to date.